Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient hit their back on a pointy counter at work and wasn't feeling stimulation when they went to the bathroom like they normally did. The patient increased stimulation with their patient programmer and they felt the stimulation appropriately. They were told the inform their physician if their symptoms came back. It was reported that the issue was resolved at the time of the report. No further complications were reported or anticipated.